Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified a broken oxford bearing. It has broken into two at approximately its midpoint. Although the photo is of poor quality, it does appear that the bearing exhibits some scoring, either from when in vivo or during explanation. Nothing further can be gained on the fracture from the photograph. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to a fractured bearing approximately 20 years and 6 months post-implantation.

Manufacturer narrative:
(B)(4). D10: item name# unknown femoral component; item# unknown; lot# unknown. Item name# unknown tibial component; item# unknown; lot# unknown. G2- australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.